Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. D4: batch # 527a76. Investigation summary: this is an analysis of eight photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and eighth photos show the jaws of a device with a green cartridge the right side fully fired, the left side outer apparently unfired, and the left two inner rows apparently partially fired 1/4 with some protruding staples. Tissue with a line of staples is also observed, on one side of tissue the application of the staple is not observed. The second photo shows numbered images, images three and four show tissue, and a surgical instrument. Five and six show the jaws of a device with a green cartridge the right side fully fired, the left side outer apparently unfired, and the left two inner rows apparently partially fired 1/4 with some protruding staples. Tissue with a line of staples apparently not correctly applied and bleeding is also observed. Images seven and eight show tissue with bleeding, a line of staples, and a surgical instrument. The third and fourth photo shows tissue with bleeding. The fifth photo shows tissue with bleeding, an unformed staple, and a surgical instrument are also observed. The sixth photo shows tissue with an incomplete staple line and a surgical instrument. The seventh photo shows tissue with an incomplete staple line. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number v9662t, and no non-conformances were identified.

Event description:
It was reported that surgeon fired echelon+ on second firing in sleeve case using a green reload. No staples deployed on stomach side and significant hole and bleeding created in patients stomach. Surgeon had to hand sew hole closed. Surgery delayed due to the reported event by 60 minutes. Procedure was successfully completed. The patients recovery from the surgery will take a lot longer then it should.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: (B)(6) 2022. "Regarding "patient status/ outcome / consequences? Yes," and "the patients recovery from the surgery will take a lot longer then it should"; could you please provide more details for the statement you made? The case become more complicated due to the product error and a significant repair of the patients stomach was required. The patient may therefore have larger wounds and more pain resulting in a longer recovery as well as an increased risk of infection due to the stomach being perforated. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unable to ascertain this information. Should I find out any further information, I¿ll be sure to pass it on. On (B)(6) 2022 quantify volume of blood loss? Unknown. Any blood products/transfusion required? Unknown. Was the patient admitted to ICU/hdu? No patients status now? Patient reported to be recovering well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.